Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the severely tortuous, non-calcified left anterior descending (lad) artery. Upon the first inflation, the 2.0x15mm maverick 2 balloon ruptured at 5atm. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)